Manufacturer narrative:
Per an additional follow-up discussion between the edwards vp of safety and the physician involved in this event, additional information and clarification of the issue was obtained. The patient was reported to have been in atrial fibrillation and embolized a left atrial thrombus to her lower extremity resulting in ischemia. This means it was an acute or ¿fresh¿ clot and not likely an organized thrombus and therefore within the label indications. After passing the fogarty, the physician experienced what he thought was a routine balloon burst. He stated that fogarty balloon ruptures are fairly common, which is ¿not worrisome since they occur in a controlled manner¿. As a result, he didn¿t inspect the tip. He didn¿t exert excessive force. Later in the case, as he was performing a fasciotomy (incising the fibrous layer surrounding the muscle to relieve pressure), he noted blood coming from the inferior portion of the incision. He extended the incision and found the spring tip of the fogarty catheter protruding out of the vessel from which he had removed the clot, so he removed the tip and repaired the vessel. The patient recovered from the surgery with no further complications.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. UDI # ((B)(4).

Event description:
Per medsun report (B)(4), a model 120803f fogarty arterial embolectomy catheter was reported as "being used for a mechanical arterial thrombectomy. During the procedure, a metal spiral fragment broke off and was identified and removed from the patient." Per follow-up with the customer, it was clarified that the metal fragment was removed by direct visualization. The metal fragment caused a laceration in one of the tibial arteries which was recognized intra-operatively and required repair. The outcome and patient status are unknown.

Manufacturer narrative:
Our product evaluation laboratory received one model 120803f catheter. As received, the spring tip was stretched and detached from the catheter body. The length of the spring was measured to be approximately 5cm. The balloon latex and windings were missing. The length from the distal catheter body to the 10cm mark was measured to be approximately 8cm and 1.65cm of the distal catheter body was tapered. No other visible damage was observed from the catheter. The customer report of "metal spiral fragment broke off " was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Balloon rupture and catheter separation, as a result of excessive pull force applied to remove adherent material, are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.